Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was moved from prone position to supine. After repositioning the patient, there were gastric contents in the patient's mouth and a large air leak noted from the mouth and the device. The device was removed and replaced with a new device. The replaced device showed a ruptured cuff upon visual examination.